Event description:
A call was later received on (B)(6) 2016 from the patient providing her weight loss was unintentional and associated with vns per her physician. The vns was turned off by the physician on (B)(6) 2016, but they had not seen her since that appointment. Additional relevant information has not been received to-date.